Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient underwent skin revision on (B)(6) 2018, during the abutment removal. Subsequently, the patient was bilaterally implanted with cochlear implants.